Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the issue happened. The procedure was completed (as planned) and moved patient to another room. Philips field service engineer (fse) visited onsite and confirmed the reported issue. To resolve the problem, fse performed tube adaptation and edl calibration. After performing tube adaptation and edl calibration, the system returned to use in good working order. The codes were updated based on the investigation outcome.